Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 75 mcg/day) via an implanted pump. The patient reported that the system was not functioning. A cap (catheter access port) procedure was done, and the catheter did not aspirate. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken in for a revision and the pump segment of the catheter was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2017, explanted:(B)(6) 2022, product type: catheter, ubd: 21-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.